Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The subject device was returned for evaluation; however, the analysis has not yet begun. A supplemental report will be submitted once the device evaluation has been completed.

Event description:
Edwards received notification that a 3300tfx valve was explanted after approximately 9 years due to degeneration. No other information was provided.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow-up. Updated event.

Event description:
Edwards received additional information through follow up with the healthcare provider. Edwards received notification that a 21mm pericardial aortic valve degenerated after an implant duration of approximately six years and six months in an 82 year-old patient. The patient started an epo treatment two months after that lasted four months. Approximately seven years after implant the patient presented aortic shrink tight, symptomatic, mitral insufficiency iii/IV, a htap and an it moderate. The valve was explanted after approximately 7 years and 3 months due to degeneration leading to stenosis. The valve was noted to be partially calcified and cardboard pericardium (the leaflets had lost in elasticity). An new valve of the same size was implanted in replacement. The patient was noted to be fine. The explanted device was returned for evaluation. Patient comorbidities include; hta, dyslipidemia

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluated by MFR : evaluation summary: the report of degeneration was confirmed through observed degeneration from calcification secondary to host tissue. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcification deposits were observed around commissures 1 and 3 and leaflets 2 and 3 on the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect and moderate at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 2mm at commissure 2 on outflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Leaflet 2 had a 6mm non-transmural tear near commissure 3 on the outflow aspect. Calcification was evident at the tear. Sewing ring was cut at multiple areas and had multiple sutures remaining around the valve. Wireform was exposed at the sewing in around leaflet 3. Additional manufacturer narrative: updated sections event, f10 and device evaluated by MFR. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. It has been determined that the root cause of this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a 3300tfx 21mm aortic valve, implanted for approximately seven (7) years and three (3) months, underwent redo-avr due to degeneration leading to stenosis. The patient presented aortic shrink tight, symptomatic, mitral insufficiency iii/IV, a htap and an it moderate. The patient received epo treatment. During a recent inspection, the device was noted to be partially calcified. An edwards intuity elite valve of the same size was implanted in replacement. The patient was noted to be fine.